Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation circuit board connections were reseated and the appropriate power supply voltage confirmed. The system was tested and operates as intended.

Event description:
The customer reported the 6800 system was not booting up correctly. No pt injury was reported.